Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 393 mg/dl and 184 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.